Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 1772ml, indicating the home patient (hp) drained 1572ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event opened during investigation of (B)(4). The iipv event was confirmed through an event history log review. The cause was a use error, as the tidal total ultra-filtration (uf) removal was set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the labeling for the product family will be performed. If additional relevant information is received, a follow-up report will be sent.